Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 064) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/15/2015. Device evaluation: the device has been returned and evaluated by product analysis on 12/04/2015 with the following findings: a review of the pump black box revealed a cs 064 alarm. The call service alarm 064 was duplicated. The pump was opened and the motor was found to be cracked and broken. There was internal motor failure. Unrelated to the original complaint, the battery cap was found to be damaged with stripped threads. A test cap was used for all steps.